Event description:
A care giver (cg) reported that a home patient (hp) was disoriented and for a short time disconnected the patient line extension and then reconnected during dwell 3 of 4 on the homechoice (hc). The technical service representative (tsr) advised the caregiver (cg) to end therapy and start over with new supplies or finish with manuals. The tsr also advised the cg to contact the registered nurse (rn) about possible exposure to unsterile air even though no alarms occurred. No samples are available for evaluation. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique is confirmed because the information reported that the patient extension line was disconnected and then was reconnected, which is a breach in aseptic technique. Per the patient at-home guide, users are instructed to follow aseptic technique taught by dialysis center when handling lines when peritoneal dialysis therapy. If additional relevant information is received, a follow-up will be submitted.